Event description:
The customer reported that during a breast reduction procedure, the pencil activated, sparked/arced and burned the patient. It was reported as a full thickness burn. The burned tissue was cut out and the procedure completed without further issue. The arc/spark came from junction of pencil and electrode.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. The generator in use was also returned and was found to operate to specification.